Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "severe inflammation of lymph nodes."

Event description:
Patient reported a left side removal due to the patient¿s concern with the product. Patient representative reported "severe inflammation of lymph nodes" and rashes". Patient representative also reported "open skin sores" and "hair loss" which have been deemed not related to the device. The device has been explanted.